Event description:
During routine maintenance "low pressure disc/sense alarms" occurred and the turbine was reportedly not spinning. Replaced the turbine to correct the failure mode. No report of pt harm.